Event description:
During use for a cardiopulmonary bypass procedure, the roller pump would not respond to the "stop" or "reverse" buttons. The speed of the pump could be controlled with the speed control knob, including reducing the speed to zero. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.